Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the desktop charger (dtc) connector pin is loose, and that the wire coming from the wall into the implantable neurostimulator recharger (insr) came loose. It was stated that the patient is at zero charge on the implantable neurostimulator (ins) is running out of juice, and that the manufacturer representative (rep) will see the patient on date notified to give a little charge. The patient had sudden symptoms as a result, are confused/not getting anything from the implant, and are hard to understand and communicate. This was confirmed to not be normal for the patient. There were no out of box failures alleged and a replacement dtc was sent to the patient. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.